Event description:
Physician called to report pain following placement of essure devices. The devices were placed in pt (B)(6) 2011. Physician followed the essure procedure with a thermachoice ablation and states that she is not sure if the pt's pain is due to the essure devices or from the ablation. Allergy tests performed and ruled out. Hysterectomy being considered. Several attempts were made to gather additional info. Returned call on 05/02/2011 from physician. The dr. Confirmed that a hysterectomy was performed and devices removed. Pt's pain has resolved.

Manufacturer narrative:
(B)(4).